Event description:
While a certified nursing assistant was transferring pt out of chair (gerichair) to bed, pt's hand jerked and fell between the seat and side of chair at the same time. The certified nursing assistant was folding the chair to a sitting position. The pt suffered severe lacerations to the two digits of his left hand (the middle finger and the ring finger). He was admitted to the hospital where surgical intervention was needed. The chair appears to be functioning normally but facility questions a design flaw or the addition of a safety cover to the hinge area under the seat & next to the side of the chair. Supplies has refused several requests to come and certifiy that the equipment is functioning correctly.